Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, evidence of moisture ingress was observed behind the display lens; there was no evidence that the pump sustained any physical damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/07/2014 with the following findings: visual inspection revealed that moisture was present behind the display lens: the reported event was duplicated. The battery compartment was found to be cracked from the grip pad to the case seal; this device failure directly caused the reported event. The pump failed a leak test due to the battery compartment damage. The pump case was removed, and evidence of moisture damage was observed on internal components. Related to the reported event, the pump vibratory function failed and the display screen was blank due to the internal moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.